Event description:
Powered endostapler used to resect specimen. After clamping down and firing, the device jaws would not open and remained on the tissue. The manual override initially would not crank, but eventually the device released.